Event description:
It was reported that the customer experienced a low displayed as "low"; however, specific value was not provided. Decreased bg was address by consuming carbohydrates. Suspected cause was due to the customer¿s settings. Customer updated their pump settings to address the event.